Event description:
(B)(6) clinical study. It was reported that the patient experienced non-sustained ventricular tachycardia (vt). During an ablation procedure, after transeptal puncture but before mapping the left atrium (la), sudden st elevation across all ECG leads occurred followed by non-sustained vt. Resolved within a minute. No corrective actions were taken. Coronary angiogram was normal. The suspected cause was probable air embolus related to insertion of the intellamap orion high resolution mapping catheter into a non-boston scientific sheath. The procedure was completed with the original device. The event was not related to the study device but was related to a non-study device or accessory (non-bsc access sheath). There was a casual relationship to the study procedure.